Event description:
It was reported the pt experienced pain at the scs ipg site. As a result, the scs system will be explanted at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.